Manufacturer narrative:
Summary of evaluation: evaluation results suggests this event would not be device related. The damage present on the screw proximal and distal threaded sections as well as the screw tip and cutting flutes was most likely the contributing factors for the screw not engaging the cortex of the bone.

Event description:
The screw would not thread properly through the hole of the nail. Another device was readily available and implanted without incident. There was no adverse consequence for the pt.